Manufacturer narrative:
Upon the site visit by the field service engineer the scc f+ power supply within the scc computer had failed, but no evidence of burning or charring of the part was identified. The scc f+ power supply was replaced to return the analyzer to normal function. A review of the architect serial number (B)(4) analyzer service history, found no contributing factor on or around the date of the event. There were no subsequent reports of smoking from the analyzer or the scc after the power supply was replaced. A review of tickets for clinical chemistry instruments found no trends for the architect c4000 with regard to the current complaint issue. A review for similar complaints for a smoking scc-f+ power supply found no increase and no trends for tickets with replacements of the scc-f+ power supply (rohs) (pn 7-206072-01) were identified. A review of labeling found the architect system operations manual provides information regarding electrical hazards, and electrical safety for the architect systems. The 2018 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. Based on the investigation, no product deficiency was identified for the architect c4000, serial number (B)(4), or the scc f+ power supply, (rohs) (pn 7-206072-01).

Event description:
The customer reported that they smelled something burning and saw smoke coming from the architect system control center (cpu). The customer immediately disconnected the power cord to the cpu. There was no visible fire or spark. There was no impact to patient management, user safety, or facility damage reported.